Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as "improper operation", which resulted in peritonitis. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for the peritonitis. It was unknown if the patient was hospitalized for the peritonitis. The pd therapy was ongoing during treatment and the patient recovered from this event. No additional information is available.